Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in air/water tube, white foreign objects in air/water cylinder. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image interference and no image could not be detected as problem was not confirmed. The most probable cause of the foreign objects in air/water tube and white foreign objects in air/water cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited picture interference and no picture during inspection prior to use. There were no reports of patient harm.